Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that during the preparation of an intraocular lens (iol) and device for use, there was excessive resistance experienced. There was no patient contact with the product nor impact in association with the event. The lens/device was not used. Another lens was implanted instead. Additional information was requested.